Manufacturer narrative:
Customer is not returning the device.

Event description:
It was reported by the user facility, when performing a wisdom tooth operation, the handpiece got very hot and burned the inside of the patient's mouth. The customer states the patient suffered a second degree burn inside the patient's cheek that was 7mm wide and 20 mm long. The patient was given a medicated mouth wash, a narcotic, ibuprofen and a topical anesthetic with lidocaine. There is no further treatment needed, no permanent damage to the patient and the patient did not receive an infection. The doctor said the staff checked on the patient daily until the burn healed. The procedure was completed successfully with no clinically significant delay. The doctor said he is the one that caused the burn and not the drill itself. He had the sales rep come in and teach him the proper way to use the drill for future cases.